Event description:
The hosp reported that during the saphenous vein harvesting procedure, the c-ring broke. A replacement was used to complete the procedure. No pt complications were reported. There was no medical or surgical intervention performed as a result of the c-ring breaking. In 2005, failure analysis indicated that the c-ring was flattened out. This is a reportable malfunction.